Event description:
The user reported, the heater cooler did not function as expected. The user reported, the device will neither heat nor cool. No other details regarding the nature of the event were provided. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.